Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was a speaker malfunction from the mx40 telemetry device. No adverse event involving patient or user was reported.

Manufacturer narrative:
The customer was unable to return the device to philips for repair. The customer received a replacement device per the exchange process to resolve the issue.

Event description:
The customer reported there was a speaker malfunction from the mx40 telemetry device. The device was not in use on a patient. No adverse event was reported.